Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during lead implant the pacing lead was not working right. The patient alleged that the pacing lead was abandoned. No patient complications have been reported as a result of this event.